Event description:
The coaguchek xs device shows higher than expected result. Pt was retested at the hosp and the result was lower. MFR of device contacted and they promised sending a new device. They also promised to investigate the device for the high readings.